Event description:
The customer reported vent was reaching greater than set pressure while in use on a pt. No pt harmed as a result of the event. The covidien customer service engineer (cse) inspected the device and replaced the exhalation autozero solenoid. The vent passed all testing.